Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4074 implantable pacing lead 2005 (B)(6). For use by user facility/importer(devices only). (B)(4).

Manufacturer narrative:
Product event summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a heart rate down in the 50s. Telemetry was unable to be established with the device. Electro cardiogram showed the device had no pacing. The device was explanted. No further patient complications have been reported as a result of this event.